Event description:
It was reported that during an implant attempt the rv lead helix took too many rotations to extend and appeared to be sticking in the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The helix disengaged from the helical channel. It was observed the number of turns necessary to extend and retract the helix exceeded specification. The lead was damaged at implant.